Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the routers used to manufacture lot # 13vm528516 and determined there were no discrepancies or deviations from normal process parameters at the time of manufacturing. In addition, the retain samples for this lot were inspected and confirmed to meet the product quality specifications. A 100% balloon inflation functional test was performed on each of the assemblies as defined by convatec. This test ((B)(4)) included inflating the balloon through the luer lock activated valve with (B)(4) ml of air and monitoring that the diameter of the balloon did not change for 10 minutes. Review of the device history records for lot # 13vm528516 confirmed that the established manufacturing and inspection processes were followed and no deviations were observed. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Height: 175 cm. Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the device was inserted in the patient for management of continuous diarrhea while in the intensive care unit (ICU) to keep the effluent from contacting the skin. The reporter stated that "within 4 to 6 hours after installation of the system there was abundant leakage of the effluent and the balloon appeared deflated." The device was removed and a perforation of the retention balloon was observed at the point where it joins the inflation tube. The device was replaced and the new one functions correctly. A video and picture were provided regarding the reported event and showed fluid leaking from the device. No further patient details including treatment or outcome.